Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a1, a5, b4, b5, g4, g7 additional: h1, h2, h3, h6, h10 corrected: d2, h4 reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient was revised due to aseptic loosening of the knee. The tibial component was noted to have subsided into the proximal tibia. Bone loss was also noted within the femur and tibia. DHR was reviewed and no discrepancies were found. Per the package insert, pain and loosening are known potential adverse effects of this procedure. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: stemmed tibial component; p/n: 00598005701, l/n: 62313416, femoral component; p/n: 00596401751, l/n: 62310543, articular surface; p/n: 00596205010, l/n: 62287674, all poly patella; p/n: 00597206532, l/n: 62421547, palacos rg 1x40 single; p/n: 00111314001, l/n: 75984320. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 0056,6 3007963827 - 2019 - 00224, 0001822565 - 2019 - 03341. Product location is unknown.

Event description:
It was reported patient had a revision procedure 6 years post implantation due to pain, loosening, bone loss, and subsidence of tibial component. No additional patient consequences were reported.